Event description:
It was reported that a user experienced repeated scan errors when attempting to pair a new freestyle libre 3 plus sensor with the ilet app, after which the user uninstalled and reinstalled the app and successfully scanned the sensor, initiating warmup. No adverse clinical symptoms reported. Outcomes included no alerts, alarms, or medical intervention. User support included troubleshooting and education conducted remotely, including app reinstallation and reattempted pairing. Investigation of this case revealed that the issue was consistent with a temporary connectivity or pairing malfunction between the app and the continuous glucose monitoring sensor, which resolved after standard corrective steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction factors leading to transient pairing failure.